Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels. The patient was treated at the hospital on (B)(6) 2014 with insulin injections for elevated blood glucose levels. The patient does not think the infusion device delivers an accurate amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.